Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm failed battery alarm during normal use. Customer's blood glucose at time of incident was unknown. The customer was advised to clear and explained the alarm. The customer had also a replace battery now alarm. The customer was advised to wait for insert battery alarm and insert a new battery and again alarm. The customer tried 3 times to insert new battery but it alarm gain. The customer was advised that the device would be replaced. The customer was asked verbally and in written form to return the broken pump for analysis.

Manufacturer narrative:
The pump had a blank display due to a poor/broken solder joint on the power connector. Unable to test for failed battery test alarm or replace the battery now alarm due to the blank display. The electronic assembly and motor had moisture damage. The pump had a scratched case.